Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source, but when the pump turned back on, their battery capacity was less than 20%. There was no reported adverse impact to the customer's blood glucose. Reportedly, the pump was replaced to resolve the issue, and the customer continued to use current pump until the replacement pump arrived.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.